Manufacturer narrative:
Initial and final MDR 1888365 - MDR 3003442380-2024-08420 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-apr-2024, it was reported that the infusion set tubing was leaking near the site for 11 to 12 hours, which caused the patient blood glucose levels to high 375 mg/dl, therefore the patient received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.